Manufacturer narrative:
Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported 2 patient interface ((B)(4)) due to suction loss after the laser fired on (B)(6) 2012. Treatment was aborted and patient was switched to photorefractive keratectomy (prk).

Manufacturer narrative:
Additional narrative -a manufacturing record review was performed, indicating that the product was manufactured according to specifications with no nonconformance documented. (B)(4): placeholder.

Manufacturer narrative:
Additional follow-up was received. The suction loss was due to patient's anatomy. Patient's eye is small. The patient interface did not cause or contribute to the suction loss during the procedure. Therefore, an investigation will not be conducted on the patient interface. Placeholder.